Event description:
The initial report from the physician stated, the intraocular lens would be removed due to the pt's unexpected postop refraction. The MFR subsequently learned that the lens was not removed, but a piggyback lens was implanted instead.

Manufacturer narrative:
The intraocular lens remains implanted. The association between the device and the adverse event is unknown at this time. The MFR will continue in its attempts to obtain additional info from this account.